Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, which successfully resolved the issue, and the customer continued to use the pump without further problems.